Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error, as bard medical does not have regulatory reporting responsibility for the innovaquartz laser fibers. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 4cm of the fiber broke off, while inside the patient. The complainant alleged that the fiber was lodged between pieces of the stone, and was completely removed. The fiber was in use for five minutes before the break occurred. There were no procedure delays, no additional procedures performed, and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 4cm of the fiber broke off, while inside the patient. The complainant alleged that the fiber was lodged between pieces of the stone, and was completely removed. The fiber was in use for five minutes before the break occurred. There were no procedure delays, no additional procedures performed, and no patient injury was reported.